Event description:
It was reported that the patient was seen in clinic and upon interrogation, the ventricular lead exhibited high impedance. Noise was also noted when performing isometrics. No further action was taken. The patient was in normal condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.